Event description:
The dentist reported the low profile screw fractured inside the implant. The implant remains placed. The other portion of the screw was removed from the implant without damaging it, and it was discarded by the dentist.

Manufacturer narrative:
The low profile abutment that is consistent with the drawing was returned fractured. There appears to be another screw fractured inside the abutment. The unknown screw cannot be identified. The abutment is in used condition and there are no observable defects other than the fracture. The device history record review for the abutment was performed and did not identify any non-conformances. A definitive root cause has not been determined. (B)(4).